Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" (B)(6) 2015: 1st inratio test=3.5, 2nd inratio test=1.6, 3rd inratio test=2.7. Tests taken immediately after one another; therapeutic range is: 2.0-2.5.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. Root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.